Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that they increased their insulin based on readings from the meter and the pt was not able to get a result from the meter. The meter allegedly was inaccurately high and per documentation "only display code# and won't go on with strip message as it is supposed to". There was a result of "over 300" (units not specified) documented. The source is unknown. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. No further info has been reported.